Event description:
It was reported that a pt underwent cardiac surgery for anomalous circumflex coronary artery arising from the pulmonary artery on (B)(6)2010. The surgeon translocated the anomalous artery to the posterior aspect of the ascending aorta and performed pulmonary artery reconstruction with a cormatrix patch. A continuous suture line was used to place the patch. Hemostasis was achieved, and as the surgeon was closing the sternum dark blood was noted coming from the upper portion of the sternum. The sternum was reopened urgently. The patch on the pulmonary artery had dehisced. The suture broke and unraveled through most of the posterior suture line. The broken part was identified and the patch was reattached using a continuous suture line and was reinforced with interrupted sutures. Hemostasis was achieved again and the chest was closed again.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2010-01277. The same pt is represented in each medwatch.